Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The information provided on this form was previously submitted under manufacturing report number 0001822565-2017-05504. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-06943, 0001825034-2017-06944, 0001825034-2017-06945, 0001825034-2017-06946. Concomitant medical products: ¿ biomet modular tibial I-beam stem 40mm catalog # 141310 lot # 438210. Biomet ilock tibial tray catalog # 141212 lot # 429950. Vanguard tibial bearing catalog # 183620 lot # 522350. Biomet arcom patella catalog # 184786 lot # 963860. Cobalt mv bone cement 40gm b catalog # 402438 lot # 247470. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted

Event description:
It was reported patient underwent left knee arthroplasty. Subsequently the patient is experiencing sharp pain around the patella, up the thigh and stiffness. The patient is scheduled for revision on an unknown date. No additional patient consequence was reported. Attempts have been made and additional information on the reported event is unavailable at this time.